Manufacturer narrative:
At this time no definitive conclusions can made. The cause of the post-op patient complications cannot be determined. Intraoperative photos were provided of the revision procedure. The photos do show omentum adhesions to the mesh. The images do not show a fluid accumulation, however the fluid may have been drained prior to the photo being taken. Review of the manufacturing records confirms that all process steps were completed per manufacturing procedures. Product passed all required inspections. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2017. Based on review there is no indication of the event being caused by the device used to treat the patient. Adhesions are a known adherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use supplied with the device as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 a bdi surgical/davol ventralight st w/ echo was used during a laparoscopic ipom procedure. As reported postoperatively the patient had complaints of pain and on (B)(6) 2018 the patient underwent a revision procedure. During this procedure it was noted that the mesh was covered in omentum and between the mesh and the omentum there was a lot of fluid. There was no fluid in the rest of the abdomen. The surgeon flushed out the fluid and cleaned everything out. A drain was placed at that time. The ventralight st remains in place. Cultures were taken and were reported to be sterile, there was no abscess and no seroma. The patient is reported to have been discharged and everything is going well.